Event description:
The customer was hospitalized for dka. The customer was assisted with their programming on the pump, and found that the child block feature was turned on. The customer refused to do further troubleshooting on the pump and to run the functional tests.